Event description:
It was reported that the patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established during this evaluation. The device was not returned for evaluation. The account has declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.